Event description:
Lab performed psa testing on the dimension rxl to screen pts for prostate cancer. Screening is not consistent with the intended use of this product. Pt sample result was 7.4 ng/ml. Sample was sent to another lab and psa test result was 0.8 ng/ml. Dade behring inc. Received sample and confirmed lower result- 0.74 ng/ml with an alternate lot of reagents formulated to reduce non-specific binding. Concluded pt sample contained hetrophilic antibody that caused non-specific binding and elevated the result. There were no adverse pt consequences.